Event description:
Device issue: clip mislocation. Adverse event: diminished pulses, thrombosis. Time of device issue and adverse event: during and after vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Vessel closure was completed without problem. The patient was sent to the "holding area". Prior to moving, the patient from the holding area, it was found that there were diminished pulses in the right leg. An ultrasound was performed on the right femoral and found diminished flow. An angiogram was performed and a dissection appeared to have occurred. The patient was taken to surgery and no dissection was found; however, a "large blood clot" was found from the closure site down the leg. The blood clot was surgically removed. It was confirmed that the "back wall" had not been captured or comprised. The clip was found "inside" the intima of the artery and not on the"outside" of the artery. The clip was removed and the patient is reported to be doing fine. There were no reported adverse patient sequelae. No additional information was available.

Manufacturer narrative:
(B)(4): the customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device code: patient selection (obese).